Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a left hip procedure, the broach impactor broke. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4 (UDI); g3; h2; h3; h4; h6 visual examination of the returned product found the strike plate to be fractured form the handle at the weld. Impact marks are present on both sides of the strike plate. Dings, scratches, and scuffing are present on the handle. The square orientation feature is dinged with scratching around it on the tip. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.